Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when connected to a power adapter in an ambulance. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on when connected to a power adapter in an ambulance. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly , proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced power pcb assembly and the cause of the reported issue was determined to be due to a shorted protection diode, designator cr20.